Event description:
It was reported that impedance is often high on this lead, greater than 3000 ohms, and the thresholds are not stable.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020 recorded the pacing impedance around 700 ohms with multiple sudden increases above 3000 ohms as reported in the complaint description. Furthermore the sensing amplitude showed varying values from 3mv to 20mv. The analysis of the provided iegm freezes revealed artifacts on the lv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.